Event description:
ER pt had a clogged percutaneous endoscopic gastrostomy (don't know if original tube placed 1/27/98 was bard or microvasive). Original percutaneous endoscopic gastrostomy pulled with difficulty & ponsky placed without difficulty. Pt later returned to emergency room & was found to have ponsky placed into peritoneum. Md states the track may have ruptured when original percutaneous endoscopic gastrostomy was removed. The MFR of the prior percutaneous endoscopic gastrostomy tube unk. Pt developed multiple infections and expired 8/1/98.